Event description:
An impact to the implant site occurred when pt fell from the bed to the floor (distance of fall unknown) in december 2001. Eval conducted in february 2002 revealed the electrode impedances were out of range.